Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a day following the implant procedure, the right ventricular lead had high threshold and there was lossof capture when the patient was sitting up. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.